Event description:
It was reported that the procedure was to treat a de novo lesion located in the right coronary artery that was moderately calcified and moderately tortuous. After lesion pre-dilatation, the 2.5x48mm xience xpedition stent system was advanced to the lesion and implanted. Post-dilatation was performed with a 2.5mm nc balloon and a proximal edge dissection was observed. A 2.5x12mm xience xpedition stent was implanted as treatment. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition 48, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.